Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the needle plunger was pulled out and it was noted that only the white link suture was captured by the needle plunger. The device was removed and hemostasis was achieved with a second proglide device. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.